Event description:
It was reported that this atrial lead exhibited noise and oversensing due to what a appears to be lead fracture. Subsequently, this lead was abandoned surgically, and a new lead was successfully implanted. No additional patient adverse effects were reported.